Manufacturer narrative:
Based on the results of the investigation, the root cause of the damaged plug unit that lead to the reportable malfunction could not be specified. Olympus will continue to monitor field performance for this device.

Event description:
During device evaluation, it was found that the bronchovideoscope did not display an image, due to a damaged plug unit. There was no patient involved.